Event description:
Although we are operating the malem alarm normally, the alarm is hot after 15 minutes of setting it up. It came with batteries but when I connected the sensor, that¿s when the problem started. When sensor is connected, the alarm makes clicking sounds and the outside temperature starts to increase. After 15 minutes, the alarm is very hot. I am not sure if it can get more hot, but this is already very hot to use on a child. Specially since it's placed on the neck area at night. I have changed the batteries but the defect is not in the batteries. Same thing keeps happening again and again. It's like the alarm itself has a problem that makes it so hot. Returned to malem today.